Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had jammed because the system detected it as open, even after the door was closed. A field service engineer (fse) tried to recover the door in the user app, but the drawer failed. The fse checked the inseparable magnet and found that the magnet was not present. The fse replaced the inseparable to resolve the issue. The fse logged into the hardware test application and tested the drawer several times. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was jammed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.